Event description:
Dealer stated that the end users sister reported that 2 bolts came out of the m41rsolidb power chair causing the end user to fall out of the chair, user received stitches. Dealer has not yet seen the chair nor has he talked to the sister, he will call us back with more information. Multiple attempts were made to dealer for additional information on the location of the bolts and info on the injury, to no avail. If additional information is obtained, this record will be updated.

Manufacturer narrative:
(B)(4) - should additional information become available a supplemental record will be filed.